Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for urinary d ysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the caller stated return of leaking/dribbling. Patient reported not feeling stim, when increased to feeling it feels like stim goes away or her body gets used to it and she does not feel it anymore. Patient reported stim in wrong location. Patient had access to patient programmer and tried all 4 programs. It showed stim was on and on program 4 at 1.9v. Patient had the ability to adjust and change stim. Patient felt stim in the bike area. Patient reported issue was not resolved, as patient increased program 4, stim was in bicycle area but farther back toward her anal/cheek than it normally feels. Patient tried other programs during the call and reported program 2 was the closest to her pelvis area. Patient ended on program 2 at 3.5v. Patient also reported a fall, broke some bones in her hand and jolted her whole body, she was on oxytocin after the fall and was not feeling much of anything. Patient was redirected to hcp to check ins after the fall, discuss the return of symptoms and the issue of not feeling stim. No further symptoms or complications reported/anticipated.